Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed that tortuosity and calcification were present in the left access vessel with undersized regions, a circumferentially torn distal tip (along the distal edge of the liner), fully expanded liner (as designed), and visible stretching along the tear. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty advancing the delivery system through the esheath was unable to be confirmed due to no relevant imagery/device provided. The presence of tortuous patient anatomy, calcification and/or undersized vessels can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) may have contributed to the reported event. The complaint of sheath distal tip torn was confirmed based on the provided imagery. Per evaluation of the provided imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events. While a definitive root cause was unable to be determined, a previous investigation documented in a CAPA indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, patient screening imagery was provided and shows the presence of access vessel tortuosity and calcification near the aortic bifurcation. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A corrective action and preventive action (CAPA ) capture process improvement activities regarding tip expansion which were identified during previous investigation.

Manufacturer narrative:
The investigation is ongoing.

Event description:
In this case, as reported by an edwards lifesciences japanese affiliate, the patient underwent a left, transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native position. During the procedure, strong resistance was encountered when the commander delivery system was inserted into the esheath+ at the access site; it was noted that the access vessel was not pre dilated. Despite the resistance, the delivery system could be inserted and the valve successfully deployed. Upon final angiography, a dissection of the common femoral artery (cfa) was revealed with loss of blood flow to the distal vessels. The tip of the removed esheath+ was observed to be torn circumferentially. A surgical repair was performed and blood flow became satisfactory.